Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during vaginal vault prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the mesh tore in the middle when the physician applied force harder on the mesh arms for the final position. Reportedly, the mesh arms were removed. The procedure was completed with another of the same uphold lite w/ capio slim. There was no serious injury reported. The condition of the patient after the procedure was reported to be stable.

Manufacturer narrative:
Problem code 2907 captures the reportable event of mesh detachment. An assessment of the returned capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. On the blue white/dilator, the leader loops were cut, and all of the mesh was detached from the leader loops. On the blue dilator, most of the mesh was detached from the leader loops/protective sleeve, though some remained attached. The portion of detached mesh that was returned was split. The reported complaint is confirmed. Regarding the distal tips of the mesh assembly, both darts and sutures were intact; no damage was observed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the most probable cause for this event is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during vaginal vault prolapse repair with uphold lite procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the mesh tore in the middle when the physician applied force harder on the mesh arms for the final position. Reportedly, the mesh arms were removed. The procedure was completed with another of the same uphold lite w/ capio slim. There was no serious injury reported. The condition of the patient after the procedure was reported to be stable.